Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via a change in the intrinsic morphology and noise. The system has been implanted less than one month. The sensing vector was set to the secondary vector. The patient also has a pacemaker system implanted. During a follow-up, noise could be reproduced during testing. The sensing vector has now been reprogrammed to the primary vector. Later, the patient stated the device has shocked him again. Technical services referred the patient back to the clinic. There were no additional adverse patient effects. The system remains implanted.